Manufacturer narrative:
H6: investigation summary: due to no sample being received or a photo representing the failure experienced, to complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Material#:10802688 batch#:unknown. It was reported by customer that over the last week at sln ed, they had these 4 incidences. All different nurses, different shifts. They have attached the description of the issue above the photo of the package or tubing. Thank you for looking into this. They have had no other incidences since these 4 in over a 6 day period. Verbatim: over the last week at sln ed we have had these 4 incidences. All different nurses, different shifts. I have attached the description of the issue above the photo of the package or tubing. Thank you for looking into this. I have had no other incidences since these 4 in over a 6 day period.

Event description:
Material#:10802688; batch#:unknown. It was reported by customer that over the last week at sln ed, they had these 4 incidences. All different nurses, different shifts. They have attached the discription of the issue above the photo of the package or tubing. Thank you for looking into this. They have had no other incidences since these 4 in over a 6 day period. Verbatim: over the last week at (B)(6), we have had these 4 incidences. All different nurses, different shifts. I have attached the discription of the issue above the photo of the package or tubing. Thank you for looking into this. I have had no other incidences since these 4 in over a 6 day period.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.